Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump wasn't working properly and customer had to go to the emergency room. The device had alarmed no delivery 14 times and the reservoir was empty. The device never alarmed low reservoir. Customer wasn't sure if the reservoir was actually empty or if the device was alarming due to an occlusion. Customer stated he currently didn't have any issues to troubleshoot for. Customer was advised to do a complete set change when no delivery alarm occurred and was advised against massaging his site. The customer is not returning the device for analysis.